Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
It was reported to philips that the device had a backup battery failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.